Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is currently not available.

Event description:
Doctor said that the device did not for properly on the first implant then pulled the deployment device completely out pulling off the second implant. This was a surgeon error in my opinion as opposed to an actual malfunction, but the doctor said it was a malfunction. Please remove from trunk stock. There were no patient consequences. This device was discarded by the customer. Action taken for procedure: pulled out the implant associated with this complaint. Opened another truespan and it worked fine.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, a review into the depuy synthes mitek complaints system revealed no similar and no dissimilar complaints for this lot of devices with the product code that were released to distribution. A nc review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint and no nonconformances were identified for this product code 228151/lot number l668612 combination. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The expiration date is currently unavailable.